Manufacturer narrative:
The cse could not duplicate the reported problem; however, the ai pcb was replaced and psol 1 and psol 2 were reseated as precautionary measures.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The puritan bennett customer support engineer (cse) verified but could not duplicate the malfunction. The unit passed extended self-testing.